Manufacturer narrative:
Date of event is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing gastrointestinal (gi) issues. Patient experienced good relief, but reported that it caused gi issues. As a result, the scs system was explanted on (B)(6) 2021.